Event description:
Loss of defibrillation therapy was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net on (B)(6) 2019. Upon review of the transmissions, it was noted that the implantable cardioverter defibrillator was in backup vvi. The patient then presented in clinic and the device was interrogated on (B)(6) 2019. Upon interrogation, it was noted that the patient had an MRI at the time of the backup event. Device image indicated that there was a capacitor charge and fibrillation episodes on the date of the MRI. Firmware was downloaded and the device was restored. Patient was stable.